Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction: d9: the date returned to manufacturer has been updated. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the temperature of the attachment device was high was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had cosmetic damage, vibration, and unexpected noise. It was noted that the shaft had scratches, the device was making an abnormal noise and had vibration. It was further determined that the device failed pretest for visual assessment and vibration assessment. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Event description:
This is report 2 of 2 for (B)(4). It was reported that the temperature of two attachment devices was high. It was not reported if the devices were used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.